Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. The reported positioning failure associated with clip caught in anatomy could not be replicated in a testing environment. Additionally, it was observed that the clip cover was bulky and caught on frictional elements. The gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported positioning failure associated with clip caught in anatomy was likely due to procedural circumstances. The cause of the reported single gripper actuation issue, observed broken gripper line, bulky clip cover, clip cover caught on frictional elements were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and tethered posterior leaflet and thick chordae sub valvular for a mitraclip procedure. During the procedure, the clip got stuck on lateral side of the valve and was not able to be freed initially. It was noted that one of the grippers were down despite being raised. Physician tried to cycle the grippers, but it did not move. Physician eventually freed the clip and removed it from the patient. It was replaced with another clip and continued the procedure and was successful. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.